Event description:
It was reported that one after implant, lead integrity alert was triggered on ventricular lead and there was high impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.